Event description:
The customer called to report a motor error alarm and insulin squirting out during the manual prime. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also stated that he was taken to the hospital after being in a car accident. The customer stated that his blood glucose levels were not low when the accident occurred. The customer stated that he was unconscious, and the insulin pump may have been exposed to a cat scan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.